Event description:
It was reported that a homechoice device experienced a system error (se) 2240. This occurred while the patient was connected for peritoneal dialysis therapy. The patient stated that they had not connected the heater bag tightly enough to the cassette and it had disconnected while priming the device. They had reconnected the heater bag while the priming was active and continued therapy. The patient stated they would complete therapy using manual supplies. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cassette was not returned and the lot number is unknown. The cause was determined to be that the user had not tightly connected the heater bag and they had disconnected and reconnected the bag while priming was active. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. It also provides step-by-step instructions for properly connecting the bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.